Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva needle pierced through the catheter. The following information was provided by the initial reporter: when attempting to advance the catheter during IV insertion, it appeared that the catheter was kinking and angling to the left in the patient's arm. The site started to swell and IV was removed. Upon removal, the needle had punctured a hole in the catheter, the catheter was kinked to the left and the needle was sticking through the catheter.